Event description:
As reported by the user facility: event date: (B)(6) 2013. Infusomat IV pump, ref # unk, serial # unk. Nursing report of over infusion. Biomed reviewed pump history and no issues noted. No pt harm. Please refer MFR report # 9610825-2013-00180.